Event description:
The user facility reported that when inflating the cuff, it would not stay inflated and made a hissing noise during a procedure. When the cuff was removed, a hole was discovered. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that when inflating the cuff, it would not stay inflated and made a hissing noise during a procedure. When the cuff was removed, a hole was discovered. There was no clinically significant delay, no medical intervention, and no adverse consequences.